Manufacturer narrative:
There was no patient involvement. A specific manufacturing date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s3 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The service representative on site performing service was able to trace the failure to a defective dc/dc module. The dc/dc module was replaced to resolve the issue. Subsequent functional testing was completed successfully and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the s3 system released a burning smell and displayed error messages on several display modules. This issue was noted by a livanova field service representative during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The initially reported part and serial number was incorrect. The correct part number is 43-50-00 with the serial number (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.